Manufacturer narrative:
The device was not returned for analysis. An event of valve migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported valve migration appears to be related to procedural conditions (valve sizing and severe calcification). There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 07 mar. 2025, a 27mm navitor valve was selected for implant. The patient had sufficient calcium to allow anchoring of the device. The patient had an aortic angle >60° and annular dimensions of: perimeter of annulus 72mm, perimeter derived 22.9mm, area 393mm², and lvot 22,6mm. During the procedure, after the valve was fully released at a depth of 3mm, the valve migrated and became more aortic than ventricular. No intervention was required. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay during the procedure. The patient is in good condition and has been discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient had sufficient calcium to allow anchoring of the device. The patient had an aortic angle >60° and annular dimensions of: perimeter of annulus 72mm, perimeter derived 22.9mm, area 393mm², and lvot 22,6mm. During the procedure, after the valve was fully released at a depth of 3mm, the valve migrated and became more aortic than ventricular. No intervention was required. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay during the procedure. The patient is in good condition and has been discharged from the hospital.